Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. No malfunction was reported against the pump, the patient's pump pocket pain couldn't be resolved. Per the instructions for use of the device, pump pocket site pain is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported a pump explant due to pump pocket pain that could not be resolved. There was no allegation of malfunction against the pump. The patient elected to have the pump explanted as opposed to having the pump location revised. The provider felt that the pump / implanted technology was not an option any longer.